Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The customer's baton was plugged into the customer's monitor and the monitor was powered on. The monitor displayed the "attach video cable icon". Several test batons were tested with the customer's monitor with no issues so the issue was narrowed down to the customer's avl 3-4 baton. The failed avl 3-4 baton was replaced, the monitor was certified and the device was returned to the customer. Service complete.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the monitor didn't recognize the baton was connected. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.